Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02643 pertains to the first superview super 7 device and manufacturer report # 3005099803-2014-02644 pertains to the second superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a variceal bleeding procedure performed on an unknown date. According to the complainant, during the procedure, multiple bands fired when the physician deployed the first band. The device was removed and another speedband superview super 7 device was attempted to be used; however, the same issue occurred. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported issue of band prematurely deployed. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause.